Manufacturer narrative:
Following our receipt of the one returned used partial sensor (missing one needle hub), and performed a visual inspection using sciencescope macroscope (cc-smart-4k-af) and found the sensor flex in full. No physical damage on the sensor casing. See attachment file for details. In summary, the customer complaint of needle anomaly is not confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the needle fracture happened. Unable to replicate skin inflammation/irritation, itching in lab for a opened/used unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove, sensor break. The customer reported itching, pain, skin inflammation/ irritation, erythema. The event involved product(s) mmt-7020mla. Troubleshooting was performed. Customer reported sensor fractured inside the body. No further patient complications were reported. Mmt-7020mla was requested and customer response was the device will be returned.